Event description:
Same case as MFR report# 2134265-2009-01671. It was reported that during an angioplasty procedure, a catheter was stuck on the guide wire and a guide wire fracture occurred. The totally occluded lesion was located in the left sfa (superficial femoral artery). A 4fr non-bsc catheter and the pt2 moderate support guide wire were introduced to the left sfa via a right femoral access. The non-bsc catheter was exchanged for an unspecified size sterling balloon catheter. While attempting to cross the occluded segment of the artery, the pt2 wire became stuck inside of the sterling balloon catheter. It was also noted that the guide wire was "fractured". The physician removed both the guide wire and the balloon catheter together as a unit from the patient. Upon removal of the guide wire from the catheter it "seemed to have unraveled". At this point, the physician elected to end the case, due to the length of the procedure and the loss of the recanalized channel. No patient injury was reported. The patient's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).